Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic duodenal switch procedure the customer notices a small green speck on the distal end of the reload after successfully completing the third firing with this reload and no buttressing material. The device and speck was removed without any piece remaining inside of the patient. Procedure was completed with the same stapler that used this reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5899g. Investigation summary: the analysis results showed that one gst60g cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The damage found on the deck is consistent with when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.